Event description:
Procedure type: shunt procedure. Patient gender: unknown. According to the reporter: needle detached from the suture while in use. Or was aborted and postponed until another date. The needle/suture used in this or was discarded.